Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 around 10:30 pm the pediatric patient was vomiting continuously and the cgm reading showed as 141 mg/dl. While at home, the mother did not give any medication. She decided to take the patient to the hospital. At the hospital the pt was diagnosed with diabetic ketoacidosis (dka). They found out that the sensor was not functioning well after the nurse checked the bg which was 545 mg/dl. The patient was treated with IV fluid, IV insulin and was dehydrated. At the time of the report the patient was still hospitalized and being monitored but was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.